Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: location of device: uterus/ migration of essure device:location of device: uterus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("pain abdomen"), allergy to metals ("nickel allergy"), endometriosis ("reproductive system disorder or condition ¿ endometriosis"), vulvovaginal pain ("pain vaginal"), eczema ("allergic of hypersensitivity reaction ¿ eczema/ rashes or skin conditions-type:eczema"), fatigue ("allergic of hypersensitivity reaction-fatigue"), alopecia ("allergic of hypersensitivity reaction-hair loss") and depression ("psychological of psychiatric problems ¿ depression"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, allergy to metals, endometriosis, vulvovaginal pain, eczema, fatigue, alopecia and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, device expulsion, eczema, endometriosis, fatigue, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: dates of removal: (B)(6) 2017, (B)(6)2018. Patient reported that, after essure removal most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs received: previously reported event ¿ injury nos¿ was replaced with pelvic pain. New events ¿¿fatigue, eczema, hair loss, migration of essure device: uterus, nickel allergy, depression, endometriosis, vaginal pain, abdomen pain¿ were added. New reporters ,patient demographic and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device:location of device:uterus/ migration of essure device:location of device:uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("pain abdomen"), allergy to metals ("nickel allergy"), endometriosis ("reproductive system disorder or condition ¿ endometriosis"), vulvovaginal pain ("pain vaginal"), dermatitis allergic ("allergic of hypersensitivity reaction ¿ eczema/ rashes or skin conditions-type:eczema"), fatigue ("allergic of hypersensitivity reaction-fatigue"), alopecia ("allergic of hypersensitivity reaction-hair loss") and depression ("psychological of psychiatric problems ¿ depression / psych injury"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, allergy to metals, endometriosis, vulvovaginal pain, dermatitis allergic, fatigue, alopecia and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dermatitis allergic, device expulsion, endometriosis, fatigue, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: dates of removal: on (B)(6) 2017, on (B)(6) 2018. Patient reported that, after essure removal most, if not all symptoms decreased. Received treatment for pain ,allergy,psych injury, migration, injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet document received, new reporter, patient demographic and event psych injury clubbed with event depression were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.